Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. The patient had received inappropriate therapy due to noise oversensing. A vf episode where atp therapy had occurred was noted. During the episode the device also started to charge for a hv therapy but a return to sinus occured and therapy was abandoned prior to delivery. No electrical anomalies were noted on the patients lead other than the noise. Attempts to reproduce the noise with isometrics were unsuccessful. High voltage therapy was disabled on the device and the patient was scheduled for a chest x-ray, no additional plans were made. The patient will continue to be monitored.